Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject programming head stopped working after several successful follow-ups; an error message was displayed 'error initializing inductive programming head. Check that the inductive programming head is properly connected.' This device was tested by a microport crm¿s representative and proper functioning was observed. As it might be an intermittent issue, the device will be returned for verification along with its associated dongle (the cable seems twisted).

Event description:
Reportedly, the subject programming head stopped working after several successful follow-ups; an error message was displayed 'error initializing inductive programming head. Check that the inductive programming head is properly connected.' This device was tested by a microport crm¿s representative and proper functioning was observed. As it might be an intermittent issue, the device will be returned for verification along with its associated dongle (the cable seems twisted).

Manufacturer narrative:
B3 (date of event) was modified. Please refer to the attached analysis report.